Event description:
During service by baxter, the infusion pump was underdelivering. According to the hospital representative, bno patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: the condition of underdelivery was confirmed. Inspection of the device found that the underdelivery was caused by a faulty pump head module assembly. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-164.